Manufacturer narrative:
The device was received for evaluation. Evaluation was performed, and the lcd screen having lines in the display was observed. The reported condition was verified. The cause was determined to be from a damaged display. The display requires replacement in order to resolve the issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lcd screen of a novum iq syringe pump had lines in the display. This was observed during testing. There was no patient involvement. No additional information is available.